Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard their patient programmer sounded an alarm and the screen showed an exclamation mark in a triangle with a check mark on the screen. Patient said that the alarm stopped sounding and screen went away once patient checked their rechargeable implant. Patient services (ps) explained this is the check rechargeable implant battery alarm. Patient said that they had worried that they had "messed something up" because they had an experience where the therapy had shut off and they were left paralyzed, unable to move or get to their phone to call for help for 13 hours. Patient said eventually their daughter brought them to the hospital on (B)(6) 2022 and they stayed in the hospital until (B)(6) 2022. During this time, the hcps in the hospital didn't know what was wrong with the patient until they discovered that the therapy had been turned off. Therapy was turned back on and hcp put a sticker over the therapy off/on button on the patient programmer. During the call, the patient checked ins and therapy showed on and okay at 75% charged, the recharger showed the same information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the cause of therapy being off was determined "and the" with no further information provided regarding cause. Additionally it was reported that the patient's symptoms were resolved after the device was recharged and turned on.